Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services (gts) regarding a low drain volume alarm that occurred on the homechoice (hc) unit during initial drain. The drain volume (dv) = 23 ml and the last fill volume (lfv) = 2400 ml. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated there was air in the patient line. The tsr advised the hp to end therapy and start over with new supplies. On (B)(6) 2011, product surveillance spoke with the hp who stated that he had never had this problem with a low drain before. The hp stated that he did not notice anything unusual with the supplies. The hp stated that he had followed up with the rn and no adverse event resulted from this report.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.